Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water channel and cylinder" malfunctions could not be identified, nor the type of material. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found insufficient angulation due to worn angle wire, bending the angle in the down direction did not meet the standard value. Additionally, the play of up/down knob was out of the standard value. The air/water-cylinder had discoloration, the suction-cylinder had discoloration, the label on the suction-connector was peeled, due to burn on the plastic distal end cover/probe cover, the insulation resistance value at the distal end did not meet the standard value, the plastic distal end cover/probe cover was burnt, the objective lens was scratched, and the adhesive on the bending section cover was detached. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovidescope had insufficient angulation. The device was returned for evaluation. During the device evaluation, white foreign objects were found in the air/water-cylinder and air/water-tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.